Event description:
It was reported that the user experienced two infusion sets that did not deploy correctly after pulling the applicator back and pressing the wrong button, while using a teflon infusion set with a 23-inch tubing length. Blood glucose was not affected. No reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed improper procedure and a usage problem due to infusion set deployed incorrectly, with no device problem found and the cannula identified as the involved component. It was concluded, based on previously established findings for similar reports, that user error was the cause.